Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the system pcb assembly, as well as the main keypad to interface pcb cable and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and verified the reported issue. Physio-control determined that the cause of the reported issue was due to liquid ingress which caused an electrical short on the 24 volt power supply section of the pcb assembly. This prevented the device from completing the boot-up process in order to power on. The removed main keypad to interface pcb cable was also examined where it was visually observed to have burnt as a result of the electrical short on the system pcb. The removed cable did not contribute to the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.